Manufacturer narrative:
Suspect device software version: version 11.0.5.

Event description:
It was reported that the physician¿s programming system could not establish communication with a patient¿s vns generator. The physician attempted interrogation with two different programming wands and also replaced the 9v batteries for the wands, and was still unable to communicate. It was noted that there was only one usb to db9 serial adapter cable available for testing at that time. Follow up troubleshooting was performed where the issue was replicated using a demo generator. With a known functioning wand and serial adapter cable, the tablet communicated successfully. A known working tablet was used with the suspect serial adapter cable and both available wands without successful communication. The suspect cable was exchanged with a known working serial adapter cable, and the physician¿s tablet when used with both wands communicated successfully. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.